Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during drain 1 of their pd treatment. It was also reported that a ¿notice: draining slowly¿ message appeared on the screen of their liberty select cycler. The message had reportedly occurred multiple times. The ts representative was unable to assist with troubleshooting because the patient had already cancelled the treatment and re-setup with new supplies. Additional details were provided upon follow-up with patient¿s point-of-contact. The contact confirmed the reported fluid leak event. The fluid was leaking from somewhere on the stay safe connector, though no damage was observed at the relative leak location. There was no fluid inside the cassette compartment, and no moisture was noted on the outside of the cassette. Aside from the ¿notice: draining slowly¿ messages, there were no other alarms. The patient was able to complete their treatment on the cycler after re-setting up with new supplies. The patient did not notify their pd nurse of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during drain 1 of their pd treatment. It was also reported that a ¿notice: draining slowly¿ message appeared on the screen of their liberty select cycler. The message had reportedly occurred multiple times. The ts representative was unable to assist with troubleshooting because the patient had already cancelled the treatment and re-setup with new supplies. Additional details were provided upon follow-up with patient¿s point-of-contact. The contact confirmed the reported fluid leak event. The fluid was leaking from somewhere on the stay safe connector, though no damage was observed at the relative leak location. There was no fluid inside the cassette compartment, and no moisture was noted on the outside of the cassette. Aside from the ¿notice: draining slowly¿ messages, there were no other alarms. The patient was able to complete their treatment on the cycler after re-setting up with new supplies. The patient did not notify their pd nurse of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler set was not available to be returned for evaluation as it was reportedly discarded.